Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2016 and suture was used. During the procedure the device broke apart before implantation. There were no patient consequences reported. Additional information was requested.